Event description:
The end user alleges they were seated in the unit when they passed out with their hand slightly on the controller joystick for several hours. The end user sustained a third degree burn to their forearm.